Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00597 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, they were not able to advance the first clip out of the sheath. They placed the second clip onto the tissue, the clip close on the tissue, they deployed the clip but the clip would not release from the catheter. They pulled on the device and the clip finally released from the catheter but the clip opened and fell into the patient. They retrieved the clip from the rectum with forceps. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)